Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The pressure regulating balloon and occlusive cuff were returned for analysis. Visual inspection and functional tested on the cuff found no defects. No issues were identified on the balloon. A labeling review found that atrophy and urinary incontinence are adverse events that may occur. Based on the investigation results, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter(aus) balloon device due to recurring incontinence and urethral atrophy at the cuff site. The new cuff was placed in the virgin urethra. A patient outcome of good was reported.

Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter(aus) balloon device due to recurring incontinence and urethral atrophy at the cuff site. The new cuff was placed in the virgin urethra. A patient outcome of good was reported.